Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the pt was revised due to aseptic loosening of the femoral component. The surgeon has indicated it may be a result of reaction to the bone cement.